Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was in sacramento, california that had a warning power on reset (por). Technical services was emailed on (B)(6) 2018 and a manufacturer representative was spoke to. The cause of the warning por was unknown. A local manufacturer representative cleared the por. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.